Event description:
It was reported that during an unk procedure, a solid tone was produced. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 06/12/2008. Eval summary: the device was received in good condition. No visible damage was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional; however, it worked properly with foot switch. No solid tone was noted during testing. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.